Event description:
It was reported that asymptomatic patient presented to the operating room for device change out for normal eri. Externalized conductors were observed. Dfts were performed successfully at the change out. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.